Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a ce intermate sv (small volume) ruptured during patient infuion. The device was filled with 10mg/ml amikacin in saline to a total fill volume of 100ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: the lot was manufactured from march 27, 2020 ¿ march 30, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which observed a ruptured bladder. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.